Event description:
It was reported that this right ventricular (rv) lead was misplaced as the x ray showed that the rv lead was no longer in the correct position. In addition, boston scientific technical services (ts) reviewed the latitude transmission which showed that all values on the lead were within the range. As of this time, this rv lead remains in service. No adverse patient effects were reported.